Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the navigation ring was unresponsive. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. There was no delay to therapy as a result of the reported issue. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse inspected the device and found that the phenomenon occurred when entering the setting change screen and trying to change the settings, and it was happening intermittently. No items or values were adjusted automatically without pressing a button. Operations such as adjusting values, confirming, and canceling were possible on the touch screen. The prescription was not changed automatically without inputting anything. The front bezel with the navigation ring already attached was ultimately replaced, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.